Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: I am at venture today and the staff are noticing issues with another lot number of the IV catheters. Do we have an alternative that they should be ordering at the center that can order? Have you had any others complain about issues with other bd insyte catheters that the lot number was not listed on the recall? (Needle retraction failure as customer reported issues with another lot number referencing the iag recall though not a part of the recall).

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Can you please provide an exact date of event in this format mm-dd-yyyy? 06-09-2025. Could you please provide a further description of the issue? The catheters are getting "stuck" and the needle is not re-tracting. Some retracted when removed with manipulation: others did not retract at all, leaving needle exposed. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. None.

Manufacturer narrative:
Additional information and correction: cancel MDR: the additional information received resulted in the understanding that the primary failure tip adhesion is not MDR reportable. All fields updated based on the information provided by the customer, however, this MDR is cancelled.